Manufacturer narrative:
(B)(4)-incorrect prep. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a 100% stenosed unspecified coronary artery. A 3.5 x 38 mm xience alpine was advanced to the lesion and air aspiration was performed when blood flowed back into the inflation device. It is unknown where the leak was located. Another xience alpine was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis with tears in the shaft. The reported leak was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling; it should be noted that the xience alpine everolimus eluting coronary stent system instructions for use states: prepare an inflation device/syringe with diluted contrast medium. Attach an inflation device/syringe to the stopcock; attach it to the inflation port of the product. Do not bend the product hypotube, when connecting to the inflation device/syringe. With the tip down, orient the delivery system vertically. Open the stopcock to delivery system; pull negative for 30 seconds; release to neutral for contrast fill. Close the stopcock to the delivery system; purge the inflation device/syringe of all air. Repeat until all air is expelled. If bubbles persist, do not use the product. If a syringe was used, attach a prepared inflation device to stopcock. Open the stopcock to the delivery system. Leave on neutral. Note: while introducing the delivery system into the vessel, do not induce negative pressure on the delivery system. This may cause dislodgement of the stent from the balloon.